Event description:
Patient presented back to the physician with an infection at the neck incision site following a revision procedure to address the hematoma. Physician prescribed the patient two rounds of antibiotics.

Event description:
Patient presented back to the physician with unresolved infection at the neck incision site. Physician brought the patient into the or, excised infected tissue from the neck incision site, irrigated the area with antibiotic solution, and closed.

Event description:
Patient presented to the physician with a hematoma at both the neck and chest incision sites, including redness and drainage. Physician drained the hematoma and prescribed antibiotics. Physician brought the patient into the operating room two weeks later, performed a washout procedure at both incision sites, and closed. Postoperative antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented back to the physician with continued infection. Physician discontinued the previously prescribed antibiotics and initiated a new 14-day course of antibiotics, which showed improvement.